Event description:
It was reported "this sherlock wire on this PICC completely broke and was discovered lodged within in the PICC line." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a broken stylet is confirmed; however, the exact cause is unknown. One 3cg stylet was returned for evaluation. An initial visual observation showed use residue on the returned sample. The returned stylet segment was found to be approximately 3.4 cm long and, the epoxy tip of the stylet was observed present on the returned segment. Bends were observed in the stylet approximately 1.1 cm and 1.9 cm proximal to the epoxy tip. A microscopic observation revealed the break site in the polyimide tubing was uneven with a rough surface texture and plastic deformation. Some tapering and delamination were observed in the polyimide tubing at the break site. The break and the bends in the stylet segment were observed to be between magnet interfaces. While the exact cause of the break in the returned stylet segment is unknown, possible causes include excessive manipulation of the stylet prior to or during placement and advancement/retraction of the stylet against resistance. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported "this sherlock wire on this PICC completely broke and was discovered lodged within in the PICC line." No other information was provided.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reft2312 showed no other similar product complaint(s) from this lot number.